Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose reading of 200 mg/dl to 400 mg/dl. The customer noticed leak underneath the tape of the infusion set. Customer was able to change the infusion set. The customer declined troubleshooting for high blood glucose. The customer will return the infusion set for analysis.